Event description:
A literature review identified the article, williksen jh, husby t, hellund jc, et al. External fixation and adjuvant pins versus volar locking plate fixation in unstable distal radius fractures: a randomized, controlled study with a 5-year follow-up. The journal of hand surgery. 2015 jul;40(7):1333-1340. Doi: 10.1016/j.jhsa.2015.03.008. Pmid: 25914018. This prospective, randomized study focused on treating 111 patients with unstable distal radius fractures. The enrolled patients had previously undergone an attempt at closed reduction for either an ao type a or c fracture. The patients were treated between november 2007 to june 2009, and the mean age of the patients was 54 years (range 20-84 years). After the reduction attempt was unsuccessful, the patients were randomized into two groups. The first group of 59 patients were treated with external fixation using adjuvant pins, with 57 patients treated with the stryker hoffman ii external fixator and 2 patients treated with the synthes distal radius fixator. The second group of 52 patients were treated with volar locking plates (vlps) using a flexor carpi radialis approach. Three different plates were used with 28 patients treated with the acumed acu-loc plate, 18 patients treated with the synthes 2.4 lcp distal radius systems, and 6 patients treated with hand innovation dvr plates. This study reported that of the 111 patients treated, 20 patients were lost to follow-up over the 5-year period. A total of 91 patient data was reviewed. Patients were assessed for 5-year outcomes of mayo wrist scores, range of motion, visual analog scale pain score (vas), the quick-disabilities of the arm, shoulder, and hand (quickdash), and radiological evaluations. In the external fixator group, 10 patients reported complications. Two (2) patients had carpal tunnel syndrome, one (1) patient had fixation failure, one (1) patient had incomplete reduction, one (1) patient had a dislocated ulnar fragment where the dorsal plate was removed, and five (5) patients had scar problems. In the vlp group, 16 patients reported complications. One (1) patient had carpal tunnel syndrome, one (1) patient had complex regional pain syndrome, five (5) patients had extensor tendon synovitis, two (2) patients had extensor pollicis tendon rupture, three (3) patients had prominent plates or screws, one (1) patient had incomplete reduction, one (1) patient had an intra-articular screw position, and two (2) patients had their plate removed when other hardware was being removed. This prospective study concluded that the use of volar locking plates for unstable distal radius fractures offered similar or better than patient outcomes to external fixation. The authors noted that the removal of the plates does pose a concern that could be mitigated with improved surgical techniques.

Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (8 total for this article): 3025141-2026-00093, 3025141-2026-00095, 3025141-2026-00096, 3025141-2026-00097, 3025141-2026-00098, 3025141-2026-00099, 3025141-2026-00100.